Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 36 mg/dl. Suspected cause was due to having a basal rate that was too high. Reportedly, customer attempted to self-treat by consuming carbohydrates; however, paramedics were called and administered glucose and transported customer to the emergency room (ER). Customer was treated intravenously with fluids of saline. Customers release date was not known. Tandem technical support guided the customer through correcting the basal rate to address the event.